Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat cholecystitis performed on (B)(6) 2024. During the procedure, exalt scope failed while the physician was using the exalt scope the screen went black. The procedure was successfully completed using a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.